Manufacturer narrative:
UDI related data quality updates only. H2: correction marked. D1: brand name updated to match gudid database entry.

Event description:
Myopore lead was capped due to loss of capture and sensing.